Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the firing knobs were retracted, and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the load did not open, requiring the use of two loads, one before and one after. The stapler did not work after using the defective load. They opened another product to complete the case. The patient has no injury.